Manufacturer narrative:
The customer¿s report of the infusion volume increase amount stopping was not confirmed. Physical inspection noted the device to be in good condition. Based on the logs the user viewed the increase of the total drug amount through the patient history option instead of using the volume infused soft key. The patient history option has a feature for zoom in hours (24, 12, 8, etc.). It is suspected that the user viewed a zoom setting in hours that appeared to the user as not increasing the total drug amount. Key press replication testing showed the total drug amount, under patient history increasing passed the 86mls where believed the amount had stopped. Testing confirmed the total drug amount and the pca module operating as intended pca accuracy test results demonstrated the unit operating within specification. The probable cause of the customer¿s report with the total drug amount not increasing was most likely attributed to a user error when viewing the patient history option by hours.

Event description:
It was reported that as the nurse was clearing the IV syringe pump, the volume to be infused (vtbi) was decreasing appropriately but the "total medication/drug given" was not. The size of the syringe in use was 50ml. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 50ml syringe. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that as the nurse was clearing the IV syringe pump, the volume to be infused (vtbi) was decreasing appropriately but the "total medication given" was not. The size of the syringe in use was 50ml. There was no patient harm.